Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain, degen disc disease/herniated disc pain, low ef, no history vt/vf (scd-heft), and spinal pain. It was reported that  the patient was not getting relief from stimulation. They wanted the system explanted. The manufacturer representative (rep) attempted numerous reprogramming sessions and tests to look for lead migration. The issue has been resolved.